Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. They were unable to verify the unexpected restart alarm due to the no button response. The current time clock display was normal. There was no 88:88 on the time clock. The pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. There was moisture damage found on the electronic and motor assemblies.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 389 mg/dl at the time of incident. The customer stated that she went swimming in the ocean with the pump and when she came back the pump alarmed button error. The customer had not treated and did not have a backup plan. The customer called back and stated that the pump alarmed unexpected restart after changing the batteries. She stated that the pump counted up to 7 and the pump time showed 88:88 and started alarming unexpected restart. She was advised to have her son call back for troubleshooting. The insulin pump was returned for analysis.